Event description:
It was reported that during training the user encountered an ¿unable to proceed¿ alert after a rewind, and the screen was unresponsive such that dismiss could not be selected after unlocking the ilet; a replacement ilet was shipped. Symptoms included no reported adverse clinical effects and no impact to blood glucose since the user had not begun therapy on the ilet. Outcomes included no medical intervention, no hospitalization, and no alarms impacting therapy. Investigation included remote troubleshooting during the call and logistics for replacement. Investigation of this case revealed a device user interface malfunction consistent with an unresponsive touchscreen on the ilet controller, with no evidence of drug delivery or sensor impact. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the user interface.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.